Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for fm in/on gel, fm in tube, ink smear, embedded, bubble in tube and silica clump with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and fm in/on gel, fm in tube, ink smear, embedded, bubble in tube and silica clump was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non- conformances during manufacturing of the product.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing 32 occurrences of containing foreign matter and 10 cases of containing air bubbles before use. The following has been provided by the initial reporter: fm in/on gel x7. Ink smear x13. Embedded fm x7. Fm in tube x3. Bubble in tube x10. Silica clump x2.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing 32 occurrences of containing foreign matter and 10 cases of containing air bubble before use. The following has been provided by the initial reporter: fm in/on gel x7. Ink smear x13. Embedded fm x7. Fm in tube x3. Bubble in tube x10. Silica clump x2.